Manufacturer narrative:
Siemens review of the instrument data files provided indicates that the oxygen sensor on the measurement cartridge demonstrated instability during the time period when the suspect specimen was tested (calibration drift errors). Because the cartridge was not returned for evaluation, final root cause for the po2 sensor instability cannot be determined.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens is in the process of evaluating this event. The cause of this event is unknown.

Event description:
The customer reported discrepant po2 results between two rp 500 analyzers. There was no report of injury due to this event.